Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. This reported problem was confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The defective motor cable along with hand control set was replaced. Unit tested and fully functional to the specifications. Per the input check report, the root cause for this failure is determined to be, short circuit in the cable and keypad physically damaged. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-surgery to an unspecified procedure, it was observed that the buttons on the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device.. There was no delay in the surgical procedure as a spare device was available for use to complete the surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.